Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed on a (B)(6) male pt weighing (B)(6). Description of event: pt had triple lumen catheter (tlc) inserted during open heart surgery for coronary artery bypass grafting x 2 on (B)(6) 2012. On (B)(6) 2012, when external wires were removed, cxr revealed a guidewire extending from the left innominate vein into the inferior vena cava/right renal vein. The pt was taken to interventional radiology the same day for retrieval of the wire. The wire as removed successfully in its entirety and the pt was transferred back to the cardiovascular unit. The pt was discharged to a short term rehabilitation facility on (B)(6) 2012.